Manufacturer narrative:
Novocure opinion is that a contribution of the array placement to wound dehiscence cannot be ruled out. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound dehiscence in this patient include: concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications, source bevacizumab prescribing information), prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation and underlying cancer disease.

Event description:
A 56-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) , 2024, the patient's spouse reported the patient was scheduled for surgery to close a wound dehiscence located in the area of the biopsy (last stereotactic biopsy on (B)(6) 2024) that required hospitalization for a few days. The prescribing physician was contacted with no response.

Manufacturer narrative:
On november 25, 2024, novocure received additional information from the patient´s spouse. The patient´s incision from the last biopsy was not healing and required stitches and bandages on (B)(6) 2024. Reportedly, the affected area measured 6-7 inches. Suture removal was planned in 4 weeks.

Manufacturer narrative:
During review of a medical record received by novocure on (B)(6) 2024, it was noted during a follow up visit on (B)(6) 2024, the patient underwent a wound revision surgery for an infected scalp wound. The procedure, performed on (B)(6) 2024, involved bone flap removal and the placement of a prosthetic plate. The patient was subsequently referred to wound care for further assessment and treatment intervention to optimize recovery. The patient remains on optune gio therapy. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).